Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During set up for the procedure, it was noted that the device was broken. Another like device was used to complete the procedure with no adverse patient consequences. The unit was inspected and it was discovered that the coupling was broken.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a broken cpc flex coupler set screw.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.